Manufacturer narrative:
(B)(4). Date sent: 10/23/2023. Additional information was requested, and the following was obtained: could you please clarify how long was the delay (hours/minutes)? Additional suturing and stapling time approx 30min extra. Was there any patient consequence as a result of the procedure being prolonged? Longer anesthetic time- no know long term impact to patient.

Manufacturer narrative:
(B)(4). Date sent: 11/1/2023. D4: batch # 359c41. A manufacturing record evaluation was performed for the finished device batch number 359c41, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/3/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please provide device details of first device (realised first stapler had also not entirely stapled)? 2. Could you please clarify how long was the delay (hours/minutes)? 3. Was there any patient consequence as a result of the procedure being prolonged? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the stapler had not entirely stapled. The device misfired-hole over-sewn. There were no patient consequences. There was extra surgery time for suturing and extra stapling only.

Manufacturer narrative:
(B)(4). Date sent: 12/5/2023. D4: batch #359c41. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc10 device was received with no apparent damage and with five reloads (b-f) present. The reloads were returned fully fired. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat between the forks. Any ¿bunching¿ of tissue along the reload or scale may result in an incomplete staple line. Tissue to be transected must be located between the arrows marked on the instrument jaw. Any tissue located outside of the arrows is out of the stapling range. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 359c41, and no non-conformances were identified.